Event description:
As reported by the user facility: ref # 332211, lot # 61261577; reports epidural placed last night, at about 8 pm, for pt in labor and delivery. When crna started to remove catheter, it was stuck. This morning customer reports that as he tried to remove, it broke letting a portion of catheter in the pt.

Manufacturer narrative:
This report has been identified as b. Braun medical inc (B)(4). In a follow up call to the facility, the reporter stated that the crna inserted the catheter without difficulty. He did not know how deep the catheter was inserted. The needle and thread assist guide was removed prior to attempting to remove the catheter. The crna attempted to remove the catheter and felt resistance. The crna then called dr (B)(6) and the catheter was left in overnight. In the morning, dr (B)(6) stated that he pulled on the catheter and it snapped, leaving the fragment in the pt. The pt was sent for a CT scan and both dr (B)(6) and the radiologist decided to leave the catheter in the pt as it was in the subcutaneous layer. The pt did not require any additional intervention and had no complications or side affects due to the fragment. The actual device in the reported incident has not been returned for evaluation. Without the actual sample, a thorough investigation could not be performed. There were no other reports of this nature against fg lot # 0061261577 or for the involved 84485041 catheter component lot numbers. No adverse quality trends were identified during the complaint review process for fg # 332211 or material # (B)(4).